Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2025, but the ipg became unable to communicate with external devices during the surgery. As a result, the ipg was replaced to address the issue.